Manufacturer narrative:
The device was requested for evaluation. The device sample was not returned at the time of this report. If device becomes available, a follow-up report will be sent.

Event description:
The event is reported as: surgeon was turning the handle when the slider pin snapped. The pin was retrieved and the surgery was completed. No pt injury reported.